Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis ctr and was unable to duplicate the reported failure. Further cause of the reported issue could not be determined.

Event description:
During morning testing, the customer reported that the device would have "service" and lock up after powering on for approximately twenty minutes. The device was not able to deliver defibrillation therapy. There was no pt use associated with the event.